Event description:
During a (pci) percutaneous coronary intervention procedure, add'l torque was applied to the catheter, because the aorta was tortuous, and cannulation could be obtained. The shaft of the catheter kinked and separated, just proximal to the hub section. The separated piece was removed with the band, and there was no pt injury reported with the event.

Manufacturer narrative:
The product was returned for analysis, but the eval and testing has not been completed. Add'l info will be submitted within 30 days of receipt.